Manufacturer narrative:
The customer reported the suspect turbine component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect turbine component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported while in patient use, this ventilator device stopped ventilating and displayed a "motor fault" alarm. The customer determined the suspect component was the turbine assembly and ordered a replacement. The customer reported placing the patient on an alternate device and no patient harm or injury was reported.